Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations on retry mode. A technical support specialist (tss) identified a retry error on the station related to purge statistics during database operations. Knowledge article retry - insert into purge.purgestatistics was applied to address the issue, and confirmation was pending from customer to verify if the station was no longer in retry mode. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had all station on retry mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.